Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited suspected intermittent atrial under sensing during recorded episodes. Programming changes were not requested. The lead remains in use. No patient complications have been reported as a result of this event.